Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 08/2021.

Event description:
It was reported that during dialysis catheter placement procedure, the plastic sleeve of the introducer allegedly torn off. It was further reported that the stucked broken part was allegedly removed via a second incision. The patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported fracture, deformation and material separation issues as a complete fracture was noted on the plastic sleeve of the tunneler. Further kinks were noted on the fractured tunneler sleeve.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2021), g3, h6 (method). H11: b5, h6 (device, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the plastic sleeve of the introducer allegedly separated and remained in the patient. It was further reported that medical intervention was performed to remove the material from the patient. The patient's current status was unknown.